Manufacturer narrative:
The product was not returned from the hospital for evaluation. Since the device was not returned, any manufacturing defect with the device cannot be assessed. However, it is likely that the root cause of the introducer leaking is related to the root cause attributed to similar complaints received for the "introrc" leaking that have been confirmed. Per our assessment by (B)(4) and quality engineering of the similar complaints with returned devices, the root cause of the leaking has been determined to be a material relaxation issue. It is not known at this time if the valve leaking is a design or a supplier manufacturing issue. (B)(4) and supplier quality engineering are actively investigating the issue and a supplier visit is scheduled to better understand the manufacturing process and determine root cause. A CAPA has been initiated for the introducer leaking and a product recall has been initiated for the proplege introducer.

Event description:
It was reported by the sales rep that the proplege retrograde device's (pr9) introducer was found leaking blood after insertion. They replaced with a new introducer. No adverse patient injuries were reported. The device was not retained by the hospital.